Event description:
According to the literature, a retrospective study analyzed 315 consecutive series patients who underwent minimally invasive ventral mesh rectopexy between (B)(6) 2019 and (B)(6) 2024. One patient required laparoscopic reoperation for small bowel obstruction due to a barbed suture inadvertently hooking the mesentery. The patient was released the following day. Debbaut, t., chaoui, a.m., chaoui, I. Et al. Improved operative efficiency with the da vinci xi: a comparative study of robotics and laparoscopic ventral mesh rectopexy. J robotic surg 19, 676 (2025). Https://doi.org/10.1007/s11701-025-02848-7.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.